Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was to have an MRI and there was a possibility that it was related to the spinal cord stimulation device. The patient had stroke-like symptoms and muscle spasms/seizures. The spasms began right after the stroke-like symptoms and had been worsening. The stroke-like symptoms began on (B)(6) 2016 and the seizures/muscle spasms began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.